Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when tested using vitros troponin I es (tropi es) lot 3680 reagent on a vitros 5600 integrated system. The assignable cause of the event is a sample related issue likely due to pre-analytical sample handling. The customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. An ortho field engineer (fe) inspected the sample and observed red cells throughout the separation gel as well as on top of the fluid in the sample tube. There was also a red tinted film on top of the fluid in the sample tube. Based on historical quality control results, a vitros tropi es lot 3680 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3680. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3680 at, or below the url concentration of 0.034 ng/ml (ug/l) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Vitros tropi es within run precision tests performed each by the customer and the fe on the vitros 5600 integrated system were within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample when tested using vitros troponin I es (tropi es) lot 3680 reagent on a vitros 5600 integrated system. Patient sample result of 1.57 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).